Event description:
Attorney alleges that the patient underwent umbilical hernia repair with implant of ventralex st on (B)(6) 2022. It was alleged that the patient had clinical signs of infection including a non-healing umbilical wound, persistent yellow/green drainage, malodorous drainage, imaging with phlegmon/ abscess, exposed mesh from umbilical incision site and removal of mesh on (B)(6) 2022. During this procedure the patient was implanted with a ventralight st mesh. Due to the mesh being improperly placed in a contaminated field, this revision surgery was further complicated by nonhealing, draining wound, post operative abscess with myositis necessitating drain placement, cultures with staph, diphtheroid necessitating antibiotic therapy and removal of mesh on (B)(6) 2023. Due to unincorporated mesh and mesh infection with mycobacterium fortuitum making further antibiotic therapy necessary. As alleged, the patient experienced additional surgical intervention, adhesion, disability, recurrence and chronic pain. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including infection, abscess, impaired healing and mesh explant. The instructions-for-use supplied with the device list infection as possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents ventralex st (device #1). An additional emdr was submitted to represent ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.